Event description:
Event reported as a band slippage.

Manufacturer narrative:
Taper ii: the product associated with this report was recently returned, but lab analysis has not been completed. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. A follow up medwatch will be submitted once device analysis is completed. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may require band repositioning and/or removal."